Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain'), genital haemorrhage ('bleeding,') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, asthma, obesity and vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea."), infection ("infection,") and dyspareunia ("dyspareunia,"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, infection and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: fallopian tubes were easily visualized bilaterally and essure devices were placed bilaterally with at least 3 trailing coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: impression: the endometrial stripe is at the upper limits of normal at 1 .4 cm in thickness, likely due to the secretory phase of the menstrual cycle a hypoechoic 0.9 cm process in the endocervical region. May represent a nabothian cyst complicated by elevated protein content. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysmenorrhea, abnormal uterine bleeding, pelvic pain. Batch no b97495 production date 2013-11-28. Expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, asthma, obesity and vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea."), infection ("infection,"), uterine haemorrhage ("abnormal uterine bleeding") and dyspareunia ("dyspareunia,"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, infection, uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: fallopian tubes were easily visualized bilaterally and essure devices were placed bilaterally with at least 3 trailing coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2018: impression: the endometrial stripe is at the upper limits of normal at 1 .4 cm in thickness, likely due to the secretory phase of the menstrual cycle a hypoechoic 0.9 cm process in the endocervical region may represent a nabothian cyst complicated by elevated protein content. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysmenorrhea, abnormal uterine bleeding, pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.